Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for incontinence. It was reported that the patient had been having issues with pain, a shocking sensation at the implant site, and experienced bladder leaking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.